Event description:
Through follow up it was learned the patient also underwent valve-in-valve procedure due to structural valve deterioration. The device was originally implanted approximately 16 years, six (6) months.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Article: miura s, yamashita t, iwakiri n, yoshida n, ohkawa y. Usefulness of multislice computed tomography in percutaneous coronary intervention following valve-in-valve transcatheter aortic valve replacement. Jacc cardiovasc interv. (B)(6) 2020 ;13(18):e167-e168. Doi: (B)(4), (B)(6) 2020 . Pmid: 32861627.

Event description:
Article ¿usefulness of multislice computed tomography in percutaneous coronary intervention following valve-in-valve transcatheter aortic valve replacement¿ jacc cardiovascular interventions (B)(6) 2020 ;s1936-8798(20)31373-x. Doi: 10.1016/j.jcin.2020.06.025. An 88-year-old man with anginal symptoms, referred for percutaneous coronary intervention (pci), had undergone valve-in-valve transcatheter aortic valve replacement (tavr) with 23-mm evolut r transcatheter heart valve (thv) 4 years before due to severe aortic regurgitation caused by a failed bioprosthetic valve 21-mm aortic pericardial valve. Occurrence date is unknown.